Manufacturer narrative:
The reported dc (delivery catheter) handle retraction problem was not confirmed during return device analysis. Additionally, the return device analysis found scratches on the dc handle-coupler. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and return device analysis the reported retraction problem (dc handle ¿ retraction) appears to be due to the patient anatomy. The reported tissue injury appears to be due to procedural conditions. A definitive cause for the observed scratched material cannot be determined in this incident. Additionally, the reported patient effect of tissue injury is listed in the instructions for use (IFU), and is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the reported issue was. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and return device analysis the reported retraction problem (dc handle ¿ retraction) appears to be due to the patient anatomy. The reported tissue injury appears to be due to procedural conditions. A definitive cause for the observed scratched material cannot be determined in this incident. Additionally, the reported patient effect of tissue injury is listed in the instructions for use (IFU), and is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a retraction problem, causing tissue damage. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. During insertion of the steerable guide catheter (sgc) into the right femoral vein, the physician felt resistance, tried to push a little harder, and felt the two perclose "pop". Two more perclose were used to attempt to minimize the bleeding and was able to continue with the procedure. An xt clip (30324r1033) was introduced into the sgc. When using the m knob, the sleeve shortened as expected. When the physician tried to pull the handle back, there was friction. The handle was pushed in just a few millimeters, which freed up the friction feeling and was able to pull back the handle as desired. During grasping attempts, it was unable to be determined whether the anterior gripper (tactile marker) would lower. Troubleshooting steps were performed, but still unsure if it was working. It was decided to pull the clip back into the left atrium. However, the clip could not go back into the left atrium, then it jumped suddenly into the left atrium. Clip appeared to be stuck to the anterior leaflet or chordae prior to it "jumping". It was then noted that the anterior gripper was not working. After taking this clip out of the patient, the team determined the gripper line must have gotten tangled in either chordae or the leaflet, causing the gripper line to snap when trying to pull the clip back into the atrium. No cord or leaflet damage was noted on echo at this time. An xt clip (30316r1110) was implanted with no reported issue. Another xt clip (30324r1034) was implanted to further reduce mr. The clip was introduced into the sgc. After using the m knob, when the physician tried to pull the handle back, there was friction. The handle was pushed in just a few millimeters, which freed up the friction and was able to pull back the handle as desired. The clip was implanted with no further issues. Another xt (30324r1037) was used to further reduce the mr. The same issue as the first and third clip was experienced. Friction was felt when pulling the handle. The handle was pushed-in just a few millimeters, which freed up the friction and was able to pull back the handle as desired. The clip was deployed, reducing mr to grade 1+. During evaluation of the result, the last implanted clip (30324r1037) started to look crooked on fluoroscopy, and mr returned to grade 3+. The clip looked stable. In the physician¿s opinion, the leaflet was pulled so tight with tension that the clip arm tip tore through the leaflet, causing the mr to increase. Upon completing procedure, sgc was removed. Extensive bleeding at the groin site occurred, and 6 more perclose were used to repair the right femoral vein. On (B)(6)2023, patient had improvement in symptoms, and was able to ambulate around the nursing unit later that day, and the mr looked much improved on tte. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information the additional mitraclip device referenced in b5 is filed under separate medwatch report number.